Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump's alarm sound was not annunciating. The customer's blood glucose level was 1.100 mg/dl and they experienced "afib" (atrial fibrillation). Customer was transported to the emergency room via ambulance and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and was discharged 5-6 days later with the issue resolved. The customer continued to use the pump for insulin therapy. Date of event is approximate.